Manufacturer narrative:
It was reported that a patient underwent placement of a optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused, perforation, migration, tilting and perforation abutting and into an organ. The patient reported becoming aware of the events approximately seven years and two months post implant. The patient also reported anxiety related to the filter. According to the implant record the indication for the filter was recurrent deep vein thrombosis (dvt). The filter was placed via the right common femoral vein and deployed without difficulty in an infrarenal position and attained correct position and alignment. Prior to deployment an inferior vena cava (ivc) cavogram was performed, demonstrating a widely patent ivc, no thrombus and the inflow portions of the renal veins. The patient tolerated the procedure well. There were no complications were encountered. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Ivc filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the IFU as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Without post implant image reports the reported events could not be confirmed or further clarified. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, perforation, migration, tilting and perforation abutting and into an organ. Per the implant records, the filter was indicated for recurrent deep vein thrombosis (dvt). The right groin was prepped and draped in the usual sterile fashion. Using a single wall puncture technique, the right common femoral vein was punctured and am inferior vena cava (ivc) cavogram was performed, demonstrating a widely patent ivc, no thrombus and the inflow portions of the renal veins. The filter was then deployed without difficulty in an infrarenal position and attained correct position and alignment. The patient tolerated the procedure well. There were no complications were encountered. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately seven years and two months after the filter implantation. The patient reports perforation of filter struts outside the ivc, perforation into and abutting an adjacent organ, tilting, migration and further experienced anxiety related to the filter.